Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for pulmonary circulation support. While on support, the patient had access site oozing and mattress sutures were placed. The patient¿s left leg had also been very ischemic despite having no femoral access. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.